Event description:
It was reported that due to patient anatomy the lead could not be fixed and threshold could not be measured. The lead dislodged while slitting the sheath. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.